Event description:
With the ventilator hooked up to pt the ventilator quit cycling. The therapist noticed that the ventilator alarmed and the word battery appeared under the alarm and messages display. The ventilator was removed and pt was manually bagged. The ventilator was replaced with another one and there was no pt injury. Internal # v98078.